Event description:
According to the attached medwatch report, "pt given direct current shock of 50 joules, then 100 joules. Pt developed transient ventricular fibrillation. 50 joule strip shows synch indicators. 100 joule strip does not show synch indicators."